Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Date received by manufacturer: should have been 18-sep-2013 rather than 18-sep-2103.